Manufacturer narrative:
(D4) lot number corrected from 0024511430 to 0023230316. Expiration date corrected from 09/29/2022 to 01/22/2022. (H4) device manufacture date corrected from 09/30/2019 to 01/23/2019. Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a complete separation at 2mm distal of the strain relief. The hypotube fracture surface of the hypotube separation was ovaled indicating the hypotube was kinked prior to separation. The product mandrel and balloon protector were in place. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. A 4.0mm x 12mm quantum maverick balloon catheter was selected for use. However, during unpacking, it was noted that the balloon catheter was fractured. The procedure was completed with a different device. There were no patient complications reported and the patient condition was stable.

Event description:
It was reported that shaft break occurred. A 4.0mm x 12mm quantum maverick balloon catheter was selected for use. However, during unpacking, it was noted that the balloon catheter was fractured. The procedure was completed with a different device. There were no patient complications reported and the patient condition was stable.

Manufacturer narrative:
(D4): lot number corrected from 0024511430 to 0023230316. Expiration date corrected from 09/29/2022 to 01/22/2022. (H4) device manufacture date corrected from 09/30/2019 to 01/23/2019.

Event description:
It was reported that shaft break occurred. A 4.0mm x 12mm quantum maverick balloon catheter was selected for use. However, during unpacking, it was noted that the balloon catheter was fractured. The procedure was completed with a different device. There were no patient complications reported and the patient condition was stable.